Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad button symbols were found to be worn. There was no damage found to the keypad. The down arrow keypad button was found to be intermittently responsive. The remaining keypad buttons responded to button presses as expected. The keypad cover was removed; contamination was found under the down and contrast button key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the patient contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that the down arrow keypad button was intermittently responsive for 4 months. The up/down buttons were gone and the ok button symbol was worn off. The patient denied damage to the pump. No corrosion or moisture was noted. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.